Manufacturer narrative:
The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. However, the complainant stated that the device was used prior to the expiration date. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-03807 and manufacturer report 3005099803-2016-03806 for the associated device information. It was reported to boston scientific corporation on (B)(4) 2016 that two ultraflex tracheobronchial covered distal release stents were used in the left main bronchus to treat a malignant stricture during a stenting procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the first stent when the catheter bowed and the stent could not be fully deployed. The partially deployed stent was removed from the patient. A second ultraflex tracheobronchial stent was inserted and the same issue occurred. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problem."

Manufacturer narrative:
An ultraflex¿ tracheobronchial stent and delivery system was returned for analysis. The device was received with the stent partially deployed. Visual evaluation found the shaft kinked. Functional analysis found that the device shaft bowed during a failed deployment attempt. It was possible to manually deploy the stent by pulling directly on the deployment suture. No other issues were identified during the product analysis. The damages noted with the device during analysis are consistent with the application of excessive force and are most probably due to anatomical or procedural factors encountered during the procedure, which limited the performance of the device. Therefore, the most probable root cause for this complaint is operational context.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Refer to manufacturer report 3005099803-2016-03807 and manufacturer report 3005099803-2016-03806 for the associated device information. It was reported to boston scientific corporation on november 10, 2016 that two ultraflex tracheobronchial covered distal release stents were used in the left main bronchus to treat a malignant stricture during a stenting procedure performed on (B)(6) 2016. Reportedly, the patient¿s anatomy was tortuous and was not dilated prior to stent placement. According to the complainant, during the procedure, the physician started deploying the first stent when the catheter bowed and the stent could not be fully deployed. The partially deployed stent was removed from the patient. A second ultraflex tracheobronchial stent was inserted and the same issue occurred. The procedure was completed with another ultraflex tracheobronchial stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "no problem."